Event description:
Event description guidant received information that this right ventricular endocardial lead measured pacing impedances of over 2000 ohms. The impedances were 1660 ohms at the previous clinic visit. There was no observable noise with pocket manipulation or patient isometrics. The shock impedance is normal and all other measurements are stable.